Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Initial reporter phone: (B)(6). Biosense webster manufacturer's reference number (B)(4) has two reports: (1) MFR # 2029046-2020-01120 for product code d134801 (thermocool® smart touch® sf bi-directional navigation catheter). (2) MFR # 2029046-2020-01121 for product code d134801 (thermocool® smart touch® sf bi-directional navigation catheter).

Event description:
It was reported that a (B)(6)-year-old male patient ((B)(6)kg) underwent a cardiac ablation procedure wherein two (2) thermocool® smart touch® sf bi-directional navigation catheters were used, and suffered cardiac tamponade requiring pericardiocentesis. During the procedure while mapping with the thermocool® smart touch® sf bi-directional navigation catheter, the temperature drifted. There¿s no indication that the temperature cut-off value was exceeded. The connection was checked, and the cable was replaced; however, the issue remained. The issue was resolved by replacing the catheter to another thermocool® smart touch® sf bi-directional navigation catheter. Ablation was done, and there was no evidence of steam pop. No further issues were reported during the case. Post-procedure, the patient¿s blood pressure dropped, and cardiac tamponade was confirmed. Pericardiocentesis was performed to drain an unspecified amount of fluid from the pericardial space. No thoracotomy was required, and the patient's condition was stable. There¿s no information on if extended hospitalization was required as a result of the adverse event. Physician causality opinion was not provided. The reported high temperature issue is not MDR reportable since there¿s no indication that the temperature user selected cut-off value was exceeded; therefore, the overall risk to the patient is remote. Since two ablation catheters from the same lot # were used during the case, it is unknown which one was used for radio frequency delivery; therefore, the event will be reported against both devices.

Manufacturer narrative:
On 9/1/2020, biosense webster inc. Received additional information about the complaint devices. It was confirmed that the temperature issues were only encountered with one of the catheters (not both) and the catheter with the temperature issues would be returned for evaluation. The catheter with the temperature issue was used for mapping; ablation was not performed with that catheter as such, not suspected to be a contributor to the adverse event. The reportabiliyt for the 1st catheter has been reassessed to not MDR reportable and the adverse event will only be reportable only against this, the 2nd catheter, which was used for ablation (MFR # 2029046-2020-01121). The event will no longer be considered to be MDR reportable under MFR # 2029046-2020-01120. Device investigation details: additional information received indicates that the device is not available for return, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 30380061m number, and no internal action related to the reported complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).